Event description:
It was reported that during the procedure the fiber was inserted into the laser console, when the pedal was pressed there was heard a loud pop come from the fiber. The fiber was replaced to complete the procedure without any patient complication. After that, the product was returned for analysis and the product investigation concluded that there is an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Microscopic inspection of the tip indicated it was in good condition. Visual inspection of the fiber body did not exhibit any breaks. Fiber connector face was in good condition; however, the light coming through the face was distorted indicating a fiber connector fracture, confirming the reported complaint. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Microscopic inspection of the tip indicated it was in good condition. Visual inspection of the fiber body did not exhibit any breaks. Fiber connector face was in good condition; however, the light coming through the face was distorted indicating a fiber connector fracture, confirming the reported complaint. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure the fiber was inserted into the laser console, when the pedal was pressed there was heard a loud pop come from the fiber. The fiber was replaced to complete the procedure without any patient complication. After that, the product was returned for analysis and the product investigation concluded that there is an internal connector fracture.